Manufacturer narrative:
A lead eroding through the skull was reported to abbott. The lead was repositioned deeper and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead had eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2020 during which the lead was repositioned deeper. Surgical intervention addressed the issue.